Event description:
The baseplate appeared to contain a "foreign substance" at juncture between the stem and the distal screw. Another baseplate was used in its place. There was no adverse consequence for the pt or delay in surgery or anesthaesia time.

Manufacturer narrative:
Section f1-14 has been completed by the MFR. Info has been requested from the user facility. If info is received, a supplemental report will be submitted. When completed, the evaluation summary will be submitted in a supplemental report.